Event description:
It was reported that the zimmer ats 3000 tourniquet would randomly turned off when in use. Add'l clinical f/u with the customer indicated that the set pressure was maintained, and there was no harm, serious injury, or medical/surgical intervention. An alternate unit was stated to have been immediately available but the procedure in progress was noted to have been extended by twenty minutes.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device is 6 years old and has no repair history at zimmer surgical. Analysis of the device determined that the reported issue could not be duplicated. However, it was observed that the device's battery was not connected and the lcd was dim. During further testing, the device locked up at 36 hours, with a constant audio alarm. The battery and lcd board were replaced. The cause of the reported complaint could not be determined as the device was not observed to turn off during testing. The device was serviced and returned to the customer.